Event description:
The MFR received info alleging a ventilator failed to power up. There was no pt harm or injury reported.

Manufacturer narrative:
The device has yet to be received by the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.